Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor was prompting to connect the electrode belt even though the belt was attached. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (connect belt messages) was confirmed. As rec'd, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. The cause of the connect belt messages is the insecure belt connection. The cause of the insecure belt connection is the missing locking nut. The root cause for the missing locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt rec'd a replacement electrode belt.